Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Complaint description: litigation alleges the patient suffers from toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone, pain, discomfort, inflammation and a popping and snapping sensation in his hip joints. Litigation alleged high metal ions, but after review of the medical records it showed the patient had a poly liner and a ceramic head implanted. Ppf alleged infection. Doi: (B)(6) 2006 - dor: (B)(6) 2007 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.